Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the gap adhesive on the distal end, identified on the device evaluation, was likely caused by deterioration associated with the age of the device or user handling.

Event description:
The olympus, model gf-uct180, ultrasound gastrovideoscope was returned to olympus and an inspection was performed. During inspection of the device, a gap of adhesive on the distal end was noted. This report is being submitted for the malfunction of gap of adhesive on the distal end. As this was found during inhouse service, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus and a gap of adhesive was noted on the distal end, attributed to deterioration due to chemical stress applied during the cleaning disinfection and sterilization process. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.